Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that the patient had a lot of false atrial fibrillation (af) episodes due to oversensing on the implantable cardiac monitor. The device remains in use and programming options were discussed. No patient complications have been reported as a result of this event.